Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and failed battery test. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was able to clear the pump alarm but the customer declined to troubleshoot for the failed battery test. Customer was advised to monitor the pump and call back if issues persist. No further details given.